Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4)..

Manufacturer narrative:
As the product was not returned, the complaint issue reported could not be verified. Product deficiency could not be determined. The manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed no additional investigation requests for this production order number. As a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was stuck in the cartridge. The cartridge tip and lens were in contact with the patient¿s eye. Through follow-up it was further clarified that the lens was stuck half way inserted in the eye. No additional information provided.